Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic when an alert was triggered due to high thresholds and the inability to perform auto capture management on the left ventricular (lv) lead. The lead also exhibited varying and progressively rising thresholds. The lv lead was reprogrammed and it remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.